Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed a red alert for a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, oversensing, pacing inhibition and loss of capture were observed. A revision procedure was performed and the atrial lead was removed from service and replaced. The root cause of the clinical observations was not determined. No additional adverse patient effects were reported.